Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that there's a note that says, 'tentatively scheduled due to lead from pain pump that was removed, not attached to anything'. Caller initially said her understanding was that the pt had a broken lead. Caller unsure what this means or what the circumstances around it are. Caller repeated information from previous call regarding a "potentially broken lead." Agent reviewed registration info and MRI considerations.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260, serial: unknown), product type: 0200-lead, implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.